Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) stopped after performing 5-6 compressions was confirmed during the archive data review and the functional testing. The cause for the reported complaint, based on the archive data review, was due to user advisory (ua) 02 (compression tracking error) error messages. The root cause for the user advisory (ua) 02 was due to defective load cell modules, likely attributed to a defective component or a mishandling such as a drop. The autopulse platform was manufactured in may 2013 and is more than 7 years old, well beyond the expected service life of 5 years. Upon visual inspection, no physical damage was observed on the autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. The customer did not provide the date problem occurred, however, archive data showed on october 10, 2020, the platform was powered on and failed during take-up with (ua) 02 errors (max load sum exceeded 56 lbs). The load sensing system has detected a weight/load imbalance between the two load cells. The load cell characterization test results confirmed that both load cell modules are defective and need to be replaced to remedy the fault. Waiting for the customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
Patient 1: during patient use, the customer reported that the autopulse platform (sn (B)(4)) stopped after performing 5-6 compressions. No errors were displayed by the platform. The crew re-adjusted the lifeband, however, the issue was not resolved. Following this, the crew immediately performed manual CPR. No consequences or impact to patient. Please see the following related MFR reports: MFR 3010617000-2021-00004 for patient 2.